Manufacturer narrative:
Insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test however, pump received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on , the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. Pump received with scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a recurring battery longevity issue that was not resolved through previous troubleshooting. Customer was calling back after getting a new battery cap. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.